Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system failed to deploy during off pump procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The loading device was not returned to the factory for evaluation. A visual inspection was conducted. The delivery device was observed to be covered with blood. The white plunger was fully depressed on the delivery device. The blue slide lock was disengaged. The tension spring assembly remained in the delivery tube with the seal extended and hanging outside the tip of the delivery tube. It was observed that the seal was not completely unfolded. The seal and tension spring were removed from the delivery tube for inspection. Microscopic inspection determined that the seal, though tainted with blood, was intact, with no cracks or delamination. Blood was visible inside the delivery device indicating that there was attempt to deploy the device into the aorta. Due to the received condition of the device, we were not able to measure the delivery tube dimensions. Based on the returned condition of the device and the results of the investigation, the reported failure mode ¿failure to deploy¿ was not confirmed. However, the analyzed failure mode "failure to unfold or unwrap, seal" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system failed to deploy during off pump procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system failed to deploy during off pump procedure. The hospital did not report any patient effects.